Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested 09/21/2011 and 10/03/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).